Event description:
Customer reports to have high blood glucose between 300 mg/dl and 500 mg/dl, which was treated with manual injections troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. Customer reports that this past issue was resolved with healthcare professional changing settings. Customer was advised to monitor insulin pump and to contact helpline of healthcare professional should issue persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.